Manufacturer narrative:
A ge service representative performed an on site investigation. The ac plug was evaluated and reinstalled. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not power up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.